Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause is use error; the patient disconnected the patient line from the set and allowed air to be sucked into the set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during use. The home patient (hp) stated that he was disconnected for a period during therapy and then reconnected. Gts advised the hp to cycle power. Gts advised the hp to disconnect. The hp would complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient's (hp) nurse, she stated that they were not aware of the alarm but that have had no reports or injury or intervention from the patient. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.